Event description:
The patient was implanted with a left ventricular assist device. An (B)(6) report was received which stated that the patient went to the operating room for irrigation and debridement of the vad pocket. During the operation, a disconnection of the bend relief connector was found, reapproximated, and secured with umbilical tape.

Manufacturer narrative:
The patient remains on going with the implanted device. The outflow graft bend relief situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. The attached user facility report was received from the (B)(6) registry. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.